Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high capture threshold, high pacing lead impedance, low sensing and noise during a follow-up in clinic. The patient was asymptomatic and pacemaker independent. The lead was capped and replaced on (B)(6) 2016 due to fracture. No further information is available.

Event description:
Additional information received indicated that the patient was stable during and after the procedure.